Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a patient had two unknown amplatzer occluders implanted. The patient later complained of low blood pressure, palpitations, chest pain, and syncope. On a later date, both devices were explanted in an open heart surgery due to tissue erosion. It was reported that the patient flatlined 3 times during the procedure. A pacemaker implant was required as the erosion reportedly damaged the heart's natural pacemaker. The patient status was stable.

Manufacturer narrative:
An event of erosion of two unknown amplatzer septal occluder was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the exact cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Erosion is a possible outcome of the procedure per the amplatzer septal occluder instructions for use.

Event description:
It was reported that on an unknown date, a patient had two unknown amplatzer occluders implanted. The patient later complained of low blood pressure, palpitations, chest pain, and syncope. On a later date, both devices were explanted in an open heart surgery due to tissue erosion. It was reported that the patient flatlined 3 times during the procedure. A pacemaker implant was required as the erosion reportedly damaged the heart's natural pacemaker. The patient status was stable.